Manufacturer narrative:
Unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device - 5 years, 4 months. The device was returned for analysis. Evaluation is not complete. No additional information was provided. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2012. It was reported that the lvad was producing pump off alarms and that the driveline did appear to be damaged. The patient was asymptomatic. The patient was taken to surgery for an immediate pump exchange. No additional information was provided.